Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and visual inspection revealed that hose was pulled loose from the hose connector. Therefore, the reported condition was confirmed. Evidence indicates this was due to mishandling during cleaning procedure. A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. The attachment device passed all manufacturing and test requirements at the time of manufacture. A trend review indicated no increase in complaints of this nature for this device. Monitoring will be conducted for similar reports to determine if further actions are required. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
Report received from the USA stating that the "hose casing had detached from the motor." There was no wiring showing while being pretested. The device was not used in surgery. There was no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).